Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7060m-90, lot# 2659391, mfd. 11/06/18, exp. 2023-11-06, (B)(4). 2nd (second): ifuse-3d implant, p/n 7040m-90, lot# 2651001, mfd. 11/26/18, exp. 2023-11-26, (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2651001, mfd. 11/26/18, exp. 2023-11-26, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of no pain relief. The surgeon determined non-union of the left si joint. In (B)(6) 2019, the surgeon removed the implants with chisels and added different hardware. The surgeon did not indicate that any of the preexisting implants were loose or malpositioned. The status of the patient following the revision procedure is not known.